Event description:
It was reported that the physician was attempting to use a 2.25mm diameter x 30mm length endeavor sprint drug eluting stent to treat a lesion in the cx with a long segment, 85% stenosis, moderate tortuosity and moderate calcification. However, the device could not pass the lesion. Upon removal of the device it was noted that the stent was damaged. No abnormality was noted during preparation of the device or during inspection prior to use. It was indicated that resistance was noted when the device was moved forward into the lesion. It was reported that pre-dilatation was carried out using a 2.0mm diameter x 15mm length balloon. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: no results available since no evaluation was performed (device was not returned) . Inherent risk of procedure (failure to deliver stent / stent deformation). Patient¿s condition affected effectiveness of device (moderate tortuosity, 85% stenosis and moderate calcification). Evaluation conclusion: inherent risk of procedure (failure to deliver stent / stent deformation). Device failure related to patient condition (moderate tortuosity, 85% stenosis and moderate calcification). Unable to confirm complaint (device not returned for evaluation). (B)(4).